Event description:
Material# mz5313 batch# unknown it was reported by customer that the y-set broke off in half. Verbatim: "today we used the new i.v. Y -set on a trauma pt. When we went to CT, during the contrast infusion, the y-set broke off in half as seen in the pictures. I experienced it once and the CT tech. (B)(6) had seen it 2 times. It delayed us from doing the CT. We had to careful replace the y- set with a single IV. Connection. "

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative,

Manufacturer narrative:
It was reported that the y-site broke in half. One sample model mz5313, lot 24019045 was returned for investigation. The set was examined for defects and abnormalities. The distal tubing was separated from the y-site no other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is using an incorrect solvent application method/omission by the assembler. A quality alert was created on may 23, 2024 to communicate the failure and reinforce the correct solvent application method and avoid the lack of solvent between the components. A device history record review for model mz5313 lot number 24019045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.